Event description:
A nurse reported a connection issue associated with a titanium adapter used for peritoneal dialysis therapy. It was reported that the titanium adapter would not connect to the transfer set. There was patient involvement, but no patient injury or medical intervention was reported. This is report 2 of 2 involved for this event.

Manufacturer narrative:
(B)(4). This complaint had no sample or batch details available. It wasn't possible to perform a batch file or complaint file review as no batch number was provided. No trends were identified for this complaint.